Event description:
Boston scientific received information that during a recent follow up visit, a review of the stored device data revealed that the patient received a shock. The patient does not recall ever receiving a shock. The episode shows what appears to be electrical noise on both the ventricular and shock channels. After the device delivered a 21 joule shock, noise was also present on the atrial channel. The noise on the ventricular channel was oversensed and resulted in pacing inhibition for more than two seconds. Further review of the arrhythmia logbook revealed several stored episodes that were diverted due to noise oversensing. During this time, the patient recalls feeling light headed. Boston scientific technical services (ts) was consulted to review the episodes. A ts consultant confirmed that there was pacing inhibition due to noise oversensing and that the noise was present on all the channels. It was also asked if the noise could be re-created with isometrics, which it could not. All other measurements were within normal range. The ts consultant also discussed that the noise did appear to be due to electromagnetic interference (emi). To date, the patients device and leads remain implanted and no additional adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.